Event description:
This spontaneous case was received on (B)(6) 2014 from a nurse via q-med ((B)(4)) and concerns a (B)(6) female patient. The patient's medical history includes removal of the gallbladder. The patient takes levaxin (levothyroxine) as concomitant medication. The patient has no history of allergies. The patient has a history of previous filler treatments with restylane products in the nasolabial folds with no problems. On (B)(6) 2014, the patient was injected with restylane-l, in the form of hyaluronic acid and lidocaine, injection, in the nasolabial folds. The patient was injected with 1 ml on the left side and 1 ml on the right side. Lot number was 12833. Expiration date was listed as 31-jan-2017. On (B)(6) 2014, five days post-injection, the patient started to develop redness [implant site erythema], warmth [implant site warmth]. On (B)(6) 2014, the patient was prescribed heracillin and betapred as corrective treatment. On (B)(6) 2014 the patient's symptoms deteriorated and she has onset of infection [implant site infection] , swelling [swelling], and an abscess [implant site abscess] in the nasolabial fold of the left side of the face. On (B)(6) 2014, drainage (tamponade) of the abscess was performed resulting in improvement of symptoms. The patient was prescribed with a second session of heracillin. Later the patient was also prescribed cetirizine for the itch. The patient showed bilateral symptoms of swelling and redness but only the symptoms of the left nasolabial fold were assessed as severe by the reporting nurse. At the time for this report the nasolabial folds were still feeling hard [implant site induration] and tender [implant site pain] but overall the symptoms are improving. It was also reported that the patient has developed an itch [implant site pruritus] on the body which may depend on the treatment with antibiotics. The patient has not been hospitalized due to the events. However, the patient did visit the hospital on (B)(6) 2014 because of the itch and had her blood samples taken. The lab tests showed that the liver was strained and an ultrasound check of the liver was taken with no remarks. The lab results showed that there was no longer an ongoing infection.

Manufacturer narrative:
Manufacture analysis: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 12833. A batch record review did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. The reported events are addressed in the restylane lidocaine instructions for use (IFU). The IFU states that injection procedures are associated with a risk of infection. Aseptic technique and standard practice to prevent cross-infections are to be observed. The IFU adverse events section informs that adverse events of infections and abscesses have been reported. A causal relation between the events and the treatment cannot be excluded. However, the injection procedure per se may have contributed to the events. For reference purposes only, the following tracking number has been assigned: (B)(4). This serious case was received by q-med on (B)(4) 2014 and was forwarded to valeant on (B)(4) 2014. On (B)(6) 2014: the events implant site warmth, implant site erythema, implant site infection, implant site swelling, implant site abscess, implant site induration, implant site pain and implant site pruritus assessed as serious and possibly related.